Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-67297.

Event description:
The customer reported via phone call experiencing low blood glucose of 46 mg/dl. Customer stated she was off the insulin pump because it was replaced due to a keypad issue and was calling for assistance with programming the new device. Customer treated with food; current blood glucose value is 300 mg/dl. The customer was assisted with programming the new device. She treated with manual injection and connected the insulin pump. Customer declined troubleshooting.